Manufacturer narrative:
Device eval: the device has not been received for an eval. A f/u report will be submitted when the device eval is completed. Eval, conclusions: a f/u report will be submitted when the eval has been completed.

Event description:
The rotator broke while injecting contrast with a syringe. The doctor did a couple of injections during this procedure with no problem. No harm or injury reported.